Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd minidraw¿ h&h capillary blood collection tube, there were clumps present in the specimen of an unspecified number of devices. An unspecified number of samples were recollected. No adverse impact was reported regarding the patients or user.

Manufacturer narrative:
The following fields were updated due to a correction: b.5 describe event or problem: report 2 of 6. Investigation summary: bd did not received customer samples or photos. Therefore 45 retention samples were evaluated by visual examination and 8 samples by functional testing. No issues were observed relating to additive performance as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of platelet clumping. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 6. It was reported that when using bd minidraw¿ h&h capillary blood collection tube, there were clumps present in the specimen of an unspecified number of devices. An unspecified number of samples were recollected. No adverse impact was reported regarding the patients or user.